Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that on (B)(6) 2017 they felt their stimulation getting weaker. On (B)(6) 2017 the patient called the rep because they couldn't charge or connect with their patient programmer or recharger. The rep had the patient go through a physician mode reset (pmr). The rep alleged an overdischarge. The patient was able to get it out of the overdischarge in the first hour. The last time the patient charged was on (B)(6) 2017. When they got it out of the overdischarge it took them two hours to charge it to (B)(4). On (B)(6) 2017 the ins was discharged when the patient met with the rep. Technical services walked the rep though getting the recharger statistics using the rr-t codes. The last charge date was (B)(6) 2017 and the subsequent date showed 3-1-00 or 3- 2-00 which indicated a power on reset (por). The last available date to check was (B)(6) 2016. Technical services noted that it is unlikely the patient had been charging every sunday if a date from 2016 showed in the rr-t information. The patient charged in the office on (B)(6) 2017. It was noted that the post-overdischarge erratic charging seemed to be occurring. The ins was depleting quickly after being charged to (B)(4). This was expected behavior. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturing representative (rep) reporting that the cause of the patient's stimulation getting weaker was determined to be due to the battery being discharged. It was reported that actions/interventions that were taken to resolve the stimulation getting weaker was that a por was initiated. It was reported that the por was cleared and the patient's stimulation returned to normal. It was reported that the patient was instructed to charge their device more frequently and to follow-up with the rep and their doctor by the end of the week to help resolved the issue of their ins depleting rapidly. It was reported that the provided information had been confirmed with the patient's physician. No further complications were reported/anticipated.